Event description:
Center reported donor feeling "heavy & tingly all over" and appeared pale and warm during an apheresis procedure. Donor was given tums 3 times during the procedure & given saline and fluids. Procedure was discontinued and the donor rested with head down and feet up. Symptoms stopped after 10 minutes. Donor walked to restroom & reported donor had passed out 2 times in the restroom. Donor stated, donor was ill 1 1/2 weeks ago (cold/flu), and could be a reoccurrence of illness. Donor left center in good condition. Plateletpheresis procedure info: wb volume processed: 5565, acd: 701, wb/acd ratio: 9:1, product volume: 542, length of procedure: 102 min.